Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. The patient has received shocks when the device sensing vector was set to the secondary vector, and now there is an inappropriate shock using the primary sensing vector. Technical services discussed some options with the caller. There were no additional adverse patient effects. The system remains implanted.